Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained from two different patient samples tested on two different vitros 5600 systems when compared to non-vitros tsh methods. The assignable cause of the event is unknown, however, an unknown sample interferent that affects the vitros tsh assay but not the non-vitros methods cannot be ruled out. There was no indication the vitros 5600 instrument or the vitros tsh reagent malfunctioned. The event is isolated to the 2 affected patient samples.

Event description:
A customer obtained lower than expected vitros tsh results from two different patient samples tested on two different vitros 5600 systems when compared to non-vitros tsh methods. Patient 1 sample 3: vitros tsh results of 0.18 and 0.14 miu/l vs. The expected result of 2.73 miu/l patient 2 sample 1: vitros tsh reagent lot 5320 results of 0.14 and 0.13 miu/l vs. The expected result of 5.54 miu/l vitros tsh unknown reagent lot result of 0.085 miu/l vs. The expected result of 5.54 miu/l biased results of the direction and magnitude observed could lead to inappropriate physician action. The lower than expected vitros tsh results for patient 1 sample 3 were reported outside of the laboratory; however, no treatment was given, changed, or withheld based on the reported vitros tsh result. The lower than expected vitros tsh results obtained from patient 2 sample 1 was not reported outside of the laboratory. There is no allegation of actual patient harm as a result of these events. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).